Event description:
It was reported that the implantable cardiac monitor electrogram (egm) showed noise/artifact of approximately sixty beats per minute between the qrs of a normal sinus rate which consequently caused a false fast ventricular tachycardia (fvt) episode to be stored. The source of the noise could not be identified and the patient was not symptomatic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).